Event description:
When the sheath was opened for an atrial fibrillation procedure, the side port separated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, e1, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. The stopcock was found to be detached from the sheath and not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported device damage remains unknown.